Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtw clip was inserted and grasping was performed. However, the posterior leaflet was difficult to visualize. The physician felt as though he had a sufficient grasp on both leaflets; therefore, the clip was deployed. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported single leaflet device attachment (slda) is the result of the poor image resolution. The reported additional therapy / non-surgical procedure is the result of case specific circumstances as an additional clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.